Manufacturer narrative:
The reported event was confirmed. The device was evaluated and serviced by the facility's biomed. The root cause of the reported issue was isolated to a mixing pump failure. The mixing pump failed to circulate water from the main circulation tank to the chiller tank to be cooled. This can be caused by either the pump head or pump motor. This failure resulted in the device being unable to fill the chiller tank with water. The mixing pump was replaced which corrected the issue. The device operated properly and passed all applicable testing. The device was returned to service. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was evaluated by the biomedical technician at the complainant's facility.

Event description:
It was reported that the device failed the calibration test unit (ctu) calibration with error 80. Subsequently, the mixing pump was replaced and corrected the reported issue.